Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. The fse recalibrated the system, ran controls and performed system cleaning. Prior to the fse visit, the customer found a pinched ise buffer line after the customer replaced the ise buffer. The cause of the discordant sodium results was believed to have been operator error. The instrument is performing according to specifications and no further evaluation of the system is required.

Event description:
Discordant low sodium (na) results were obtained with an unspecified number of patient samples on an advia 1200. The discordant results were reported to the physician(s), who questioned the results. The patient samples were re-tested on the same advia 1200 system and the repeat results were reported to the physician(s). There were no reports of adverse health consequences due to the discordant sodium results.